Manufacturer narrative:
The user facility reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specifications. Covidien reference: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had an erratic (blurry) lower display. The ventilator was not in use on a pt at the time the malfunction occurred.